Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography procedure for biliary cytodiagnosis performed on (B)(6) 2016. According to the complainant, during the procedure, cannulation was attempted using the guidewire; however, the guidewire failed to pass the bile duct. They changed to pancreatic duct guidewiring and the pancreatic duct was checked; however, it was noted that the guidewire tip section was exiting from the papilla. The guidewire was retracted and checked outside the patient. It was reported that the hydrophilic tip had detached, exposing the tip of the metal corewire. Debris were observed in the bifurcating duct and were not retrieved. The procedure was not completed due to this event. Reportedly, from (B)(6) 2016 while the debris remained inside the patient, ¿amylase and others were not elevated.¿ on (B)(6) 2016, the patient's condition was reported to be fine. On (B)(6) 2016, the patient was transferred to akita university hospital and an endoscopic retrograde cholangiopancreatography procedure for cystic duct cancer scan was performed and to check for the presence of the debris in the bifurcating duct. The physician reported the debris was discharged from the pancreatic duct.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire by approximately 5.0 cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The coating ptfe was not found peeled. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography procedure for biliary cytodiagnosis performed on (B)(6) 2016. According to the complainant, during the procedure, cannulation was attempted using the guidewire; however, the guidewire failed to pass the bile duct. They changed to pancreatic duct guidewiring and the pancreatic duct was checked; however, it was noted that the guidewire tip section was exiting from the papilla. The guidewire was retracted and checked outside the patient. It was reported that the hydrophilic tip had detached, exposing the tip of the metal corewire. Debris were observed in the bifurcating duct and were not retrieved. The procedure was not completed due to this event. Reportedly, from (B)(6) 2016 while the debris remained inside the patient, ¿amylase and others were not elevated.¿ on (B)(6) 2016 the patient's condition was reported to be fine. On (B)(6) 2016, the patient was transferred to akita university hospital and an endoscopic retrograde cholangiopancreatography procedure for cystic duct cancer scan was performed and to check for the presence of the debris in the bifurcating duct. The physician reported the debris was discharged from the pancreatic duct.